Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 354 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer had an upset stomach from their high blood glucose. Customer's current blood glucose was 311 mg/dl. Troubleshooting multiple air bubbles in the reservoir. Customer stated their insulin was stored at room temperature. It was also found the customer did not have a bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer agreed to return the reservoir for analysis.